Manufacturer narrative:
The device was swapped out with a different v60 for the patient to continue treatment.

Manufacturer narrative:
Date of this report: 03jun2021.

Event description:
The customer's medical engineer reported that while the ventilator was in use on a patient, "high o2 supply pressure¿ alarm occurred. The alarm occurred a few times after the oxygen connection was changed from wall piping to a cylinder. The occurrence alarm was the one that was annunciated at the time of connecting the oxygen cylinder, therefor the sales representative believed the alarm may have been caused not by the device but by some other reason such as the improper control of pressure regulation with an oxygen regulator. The ventilator was on a patient. No medical intervention or patient harm was reported. The reported phenomenon was not duplicated despite run testing. The customer cancelled repair, so the device was returned unrepaired.